Event description:
The hosp reported that during the saphenous vein harvesting procedure, the device had intermittent power. It was decided to convert to an open leg procedure. No further pt complications were reported.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation, it will be difficult to confirm the reported problem. A lhr review was completed for the product, there was no nonconformance associated with the lot number.